Event description:
A 4 fr pigtail catheter was kinked and unable to be removed by the usual means. While physician was utilizing, the catheter kinked. The physician cut the hub off and tried to place a sheath. Tip ultimately separated and had to be surgically removed.